Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "textured shaped". A visual device analysis of the returned device identified: weight was to the spec, a crease fold, deformation, and black particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis, the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Physician reported via device tracking right side exchange due to "textured shaped". Patient representative reported "capsular contracture [baker grade unspecified] and increased risk of alcl". The device was replaced.